Manufacturer narrative:
The device remains implanted in patient. This is the final report.

Event description:
A report was received that the patient had a pocket revision. The patient was reportedly doing well.